Manufacturer narrative:
The event of "anxiety and lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety and lymphadenopathy.

Event description:
Patient representative reported "patient suffers from the fear of developing cancer and from persistent breast pain. Examinations revealed that a hardening and a cyst had already formed in her left breast. In addition, her lymph nodes are swollen. The anxiety and pain are so stressful that she is receiving psychological care. In addition, (patient) suffers from persistent nausea and vomiting, which has already caused her to suffer from acute malnutrition and require inpatient treatment at the end of 2023". This report is for the left side. The device remains implanted.

Event description:
Patient representative reported "patient suffers from the fear of developing cancer and from persistent breast pain. Examinations revealed that a hardening and a cyst had already formed in her left breast. In addition, her lymph nodes are swollen. The anxiety and pain are so stressful that she is receiving psychological care. In addition, (patient) suffers from persistent nausea and vomiting, which has already caused her to suffer from acute malnutrition and require inpatient treatment at the end of 2023". This report is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a2, d1, d2a, d2b, d3, d4, g4, h4, h6.